Manufacturer narrative:
This right atrial (ra) lead was returned to boston scientific¿s post market quality assurance laboratory. Visual inspection noted set screw marks on the terminal pin, blood and body fluid in the lumen, a bend mark in the lead insulation near the terminal pin, the conductor coils stretched in the neck region and tissue entwined in the tip tines. Subsequent electrical testing determined the lead was electrically continuous. Mechanical testing failed to identify any product abnormalities that may have caused or contributed to the reported clinical observation of high pacing thresholds. Laboratory analysis was unable to conclusively determine the root cause of the reported issue, but determined the anomalies found were likely caused during explant procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing thresholds. The ra lead was explanted and intravenous antibiotics were needed to resolve the issue. A new lead was implanted. There were no additional adverse effects reported.